Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. There was an air detected in cassette warning heard 3 times during fill 1of 4. The patient indicated that the cassette leaked. In a follow up the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The nurse explained that there was fluid just inside the cassette door of the cycler. The patient let the cycler sit overnight and has been using it since with no other issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. There was an air detected in cassette warning heard 3 times during fill 1of 4. The patient indicated that the cassette leaked. In a follow up the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The nurse explained that there was fluid just inside the cassette door of the cycler. The patient let the cycler sit overnight and has been using it since with no other issues.